Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump delivered at a lower rate. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failing volume test low" was reproduced. The device was tested for flow accuracy and under delivered outside of the intended range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the pressure plate travel. The pressure plate travel requires adjustment to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.